Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 iii results for 2 samples from the same patient on a cobas 8000 e 801 module, serial number (B)(4). This medwatch covers the alleged results for the ft4 assay. Please refer to medwatch MDR-74631 for the alleged tsh assay results. The two alleged samples were obtained from the same patient on different days. Sample ID: (B)(6) was obtained on (B)(6) 2022. Sample ID: (B)(6) was obtained on (B)(6) 2022. It is unknown if the questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation found that the discrepancy in the results for sample ID (B)(6) was consistent with methodological differences in the assays. The investigation also found that the discrepancy in the results for sample ID (B)(6) was confirmed to be caused by autoantibody interferences. Per product labeling, "autoantibodies to thyroid hormones can interfere with the assay." Based on the available data, a general reagent issue could be excluded.